Manufacturer narrative:
The tip breaking condition (ceramic plus electrode) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The returned unit heat shrink was significantly damaged and the wand bent indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, and even though they are not conclusive that excessive force was used during surgery, which can result in the damage observed, it is contraindicated as per user instructions for the serfas energy probes family (p/n 1000-400-763) and it may have contributed to the reported condition. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe fell off during a procedure.

Event description:
It was reported that the tip of the probe fell off during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.